Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the representative wanted to interrogate the patient's implantable neurostimulator (ins) to clear a por (power on reset) message upon recovering the ins from an overdischarge. According to the patient, the ins went into overdischarge only once. The representative proceeded with physician recharge mode. Once the 60 minute timer appeared, the representative placed the antenna on the battery. The recharger switched quickly to the normal recharging session with the ins being recharged between 75% and 100%. The tablet established telemetry with the ins, but at 80% of the loading bar, the message "system detected that the battery has been reset" appeared. The only option was to end the session. The representative tried with two tablets and the application was updated to the latest version. The tablet was restarted but nothing helped. The ins was still in por and the patient was not able to clear the message or have stimulation. The ins was implanted in february 2015. Additional information received from a manufacturer representative. It was reported that it was unclear when the issue first occurred but noted it was a recent issue. The cause was not determined and the device was still in por. The representative sent as much information as possible to technical services and they were trying to see if they could resolve the issues from the uploaded reports. Additional information was received from the manufacturer representative (rep) reporting that every time the clinician app starts an integrity lead test, ¿32: reject ¿ device reset¿ displays. Additional information was received from a healthcare professional via the rep. It was reported that the patient had their ins battery changed to a different manufacturer's ins.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative reporting that the ins was explanted the week of (B)(6) 2022.